Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level above 500 (mg/dl). Reportedly, the customer thought the high bgs were due to an issue with the pump, supplies or an infection; however, the source was not determined. While in the emergency room, the customer was treated with intravenous fluids and antibiotics. The customer was released approximately 4 hours later with a bg level of 175 (mg/dl).